Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the onetouch ultra2 meter was prompting an apply sample message. This complaint was classified based on the customer care advocate (cca) documentation as the medical affairs specialist was unable to contact the patient. The patient reported the meter was prompting an apply sample message; so, she was unable to use the meter. The patient reported that she did feel shaky at one point. She tested on another device and obtained a result of 51 mg/dl. She had something to eat/drink after attempting to test on her meter. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved. At some point, the patient reported symptoms of hypoglycemia, which required treatment.